Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously high creatinine (cre) result (over 500 mmol/l) that was generated by the synchron lx20 pro chemistry analyzer. Reruns of the sample produced results in the range of 80 mmol/l. No erroneous results were reported out of the laboratory. There was no affect to patient treatment associated with this event.

Manufacturer narrative:
Small particles were found stuck in the electrolyte injection cup (eic) inlet valve. The particles looked very similar to small rubber particles coming from the tube caps. The rinsing of the eic produced only a very faint hissing sound, indicating the valve was clogged. A field service engineer (fse) was dispatched for this event. The fse cleaned the electrolyte injection cup (eic) valves, inspected the flowcell assembly, and tubing for particles. The fse also inspected the piercing and lubricating process, and replaced the pierce blade. The fse also replaced the creatinine module. The customer was advised to de-cap all tubes before running the samples on the instrument as the suspect for the particles are coming from the bd sample tube cap.